Event description:
Healthcare professional reported patient was injected with one syringe of expired juvéderm volbella® xc on in the lips. There was no patient injury.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.